Event description:
The pt reported that over a year ago, he was hospitalized for diabetic ketoacidosis. He measured his blood glucose measure at 300 mg/dl and when he arrived at the hospital the result on their equipment was 800 mg/dl. He went into a coma for 3 days and was in the hospital for 6 days, treated with an insulin drip.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported malfunction or to determine if it or some other device condition contributed to the reported adverse event. Qualification records for the product lot were reviewed and all acceptance criteria mere met. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and "if you are experiencing symptoms that are not consistent with your blood glucose test and you have followed all instructions described in the users guide, call your healthcare provider immediately." It advises that "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops," to treat dka it recommends "once you have begun treatment for high blood glucose, check for ketones. Check for ketones any time your blood glucose is 250 mg/dl or above. If ketones are negative or trace, continue treating for high blood glucose. If ketones are present, and you are feeling nauseated or ill, immediately call your healthcare provider for guidance. If ketones are positive, but you are not feeling nauseated or ill, replace the pod, using a new vial of insulin. Check blood glucose again after 2 hours. If blood glucose level has not declined, immediately call your healthcare provider for guidance."